Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced premature battery depletion (pbd). On the day of the report, it was noted that the device's battery life was at 14%, however, 3 months prior the battery life was at 39%. Boston scientific technical services (ts) performed a data analysis. Ts confirmed that the device was depleting prematurely and noted that the device's increase in power consumption was consistent with hydrogen degradation of a component. Ts recommended the device be replaced. The device remains in service. No adverse patient effects have been reported.

Manufacturer narrative:
Correction to field b2: outcomes attrib to adv event upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced premature battery depletion (pbd). On the day of the report, it was noted that the device's battery life was at 14%, however, 3 months prior the battery life was at 39%. Boston scientific technical services (ts) performed a data analysis. Ts confirmed that the device was depleting prematurely and noted that the device's increase in power consumption was consistent with hydrogen degradation of a component. Ts recommended the device be replaced. The nurse practitioner (np) noted that the patient's left ventricular ejection fraction (lvef) stabilized and said the patient may not want to replace the device. Subsequently, the device was explanted. No additional adverse patient effects have been reported. The device was returned for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced premature battery depletion (pbd). On the day of the report, it was noted that the device's battery life was at 14%, however, 3 months prior the battery life was at 39%. Boston scientific technical services (ts) performed a data analysis. Ts confirmed that the device was depleting prematurely and noted that the device's increase in power consumption was consistent with hydrogen degradation of a component. Ts recommended the device be replaced. The nurse practitioner (np) noted that the patient's left ventricular ejection fraction (lvef) stabilized and said the patient may not want to replace the device. Subsequently, the device was explanted. No additional adverse patient effects have been reported. The device remains in the hospital's possession.